Manufacturer narrative:
PMA/ 510k= k142688. Additional information: ¿as reported to customer relations: the needle has tortuosity with breaking indication after the first puncture.¿ one (1) x echo-hd-22-c of lot number c1041611((B)(4)) is awaiting return to cirl for evaluation. On return of the device a lab evaluation will be carried out and the investigation updated. The customer complaint is confirmed based on the customer testimony. As the device is awaiting return for evaluation and the conditions of device usage cannot be replicated in the laboratory it is therefore not possible to conclusively determine the root cause of this complaint. The customer complaint is considered confirmed based on the customer testimony. Prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, ifu0077-3, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". A review of the manufacturing records for echo-hd-22-c device of lot# c1041611 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1041611; upon review of complaints this failure mode has not occurred previously with this lot # c1041611. No adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The distal needle broke after being removed from the patient, it was collected during sample collection and the patient did not require surgery or any other procedure as a result. The doctor replaced the needle to complete the procedure.